Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty withdrawing the balloon was encountered. The lesion being treated was in the right coronary artery (rca). The physician had predilated two distal locations in the rca and stented the areas with two taxus express2 8.8% drug eluting stents. The physician then deployed a taxus express2 8.8% 3.5 x 16 mm drug eluting stent and then deflated the balloon. The physician was unable to remove the balloon, so the balloon was reinflated and deflated two add'l times, but was not able to be removed. The physician attempted removal by using ic nitroglycerin, more contrast, and pulling back on the balloon. The balloon was finally removed after 20 mins of manipulation. There were no pt complications and two add'l taxus express2 8.8% stents were deployed.